Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to air entrapment shortly after implant. The physician was able to address this by pushing on the pocket. During induction testing, the s-ICD undersensed the induced ventricular fibrillation which led to a delay in therapy for the patient. A shock was eventually delivered successfully. The s-ICD was deactivated and then later reprogrammed with therapies on without any further issue. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.